Event description:
A surgeon reports that a broken haptic and decentration of the intraocular lens (iol) were noted following lens implantation. The surgeon reports that the patient's vision was affected. The lens was explanted and replaced without complication. Additional information has been requested.